Manufacturer narrative:
A ge service representative performed an on site investigation. A plug was replaced. The system operates as intended.

Event description:
The customer reported that the system could not create a fluoroscopic x-ray. No patient injury was reported.